Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two spacemaker balloons. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned products. The initial visual inspection of the instrument by the pmv investigator noted that the dissector balloons appeared intact. One dissector balloon was inflated; no leaks were detected. Upon investigation it was found that one dissector balloon would not inflate. Further investigation verified that the balloon was deformed and had a puncture. The second balloon was broken. Replication of the puncture on the first unit may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Replication of the burst balloon may be a result of inflating the balloon and applying excessive force on the cannula towards the inside of the balloon while inflated and inside the patients cavity. The balloon could have been inflated under improper conditions which could have caused the balloon to inflate improperly, creating the distortion and then the evident burst.

Event description:
Upon investigation it was found that one dissector balloon would not inflate. Further investigation verified that the balloon was deformed and had a puncture. The second balloon was broken.